Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15222. It was reported that the patient presented in clinic after multiple noise events were noted on the atrial and ventricular leads. The noise was not reproducible via arm movements. Programming changes were made to the ventricular lead. No intervention was performed on the atrial lead. The patient was stable.